Manufacturer narrative:
Continuation of d10: product ID#: 97755. Serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID#: 97755. Serial/lot #: (B)(6). UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that when they recharge the ins, the ins will recharge for a minute or two and then the controller will say that there's no connection and that it can't find the device. Pt stated that they had the rtm exactly where it needed to be to recharge the ins and that they never moved the recharger and the ins would just stop recharging. Pt stated that the controller battery was at 80% and that the ins battery was at 30%. The pt start recharging the ins during the call; pt stated that poor recharge quality appeared on the controller. Pt did not have the recharger directly on their skin, so the pt placed the recharger  directly on their skin and try to recharge the ins again; pt stated that poor recharge quality appeared again. Pt confirmed that there was no damage to the recharger.  Pt stated that the rtm paddle gets a little warm. The issue was not resolved. An email was sent to the repair department to replace the device.  Pt was unable to remove the battery pack from the controller during the call. The reason for call was that the controller wouldn't charge from the power supply. Pt confirmed that the battery pack was seated properly in the controller. Pt then stated that the controller green light started blinking and that the controller was charging from the power supply. Pt stated that the controller battery was at 80% and that the ins battery was at 30%. Equipment was working as intended during the call.